Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. The target lesion was 98% stenotic, 7-8mm in length and was located in the distal right coronary artery (rca). The physician used an 8fr introducer sheath and guide catheter to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician completed five runs at low speed for 20-25 seconds each run. During the final run, the device got stuck in the lesion and shut down. The physician attempted to pull the oad out, but was unsuccessful. Multiple balloons were inflated just proximal to the crown in an attempt to dislodge it, but were also unsuccessful. The driveshaft was cut just distal to the handle, outside the patient, and the patient was transferred to the operating room. The oad driveshaft and crown were surgically removed from the patient and a three vessel bypass was also completed. A request for additional information was made, but was denied by the facility.